Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch of which we manufactured (B)(4) units. There are 24 units blocked in stock in b. Braun surgical's warehouse, 12 of them requested for analysis. We have not received any sample from the customer. We have received 12 closed samples from stock for analysis. We have tested the needle attachment strength of the closed samples received from stock and the results fulfill the requirements of the european pharmacopoeia (ep): 1.04 kgf in average and 0.67 kgf in minimum (ep requirements: 0.69 kgf in average and 0.35 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the samples received from stock fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with optilene suture. The client reported that the suture detached during surgery in umbilical herniorrhaphy before using the product in the patient.